Event description:
The manufacturer received information alleging a patient required intubation after a surgical procedure in a hospital due to a high blood carbon dioxide (paco2) level while using her own bi-level positive airway pressure (bipap) device. The bipap was reportedly not turned on at the time of the event. There was no permanent injury reported, and the patient was subsequently discharged home after recovering. There was no allegation the device caused or contributed to the event. The manufacturer received the bipap device and associated heated humidifier for evaluation and confirmed there were no operational issues. The devices passed all testing. A review of the data from the bipap indicates that all therapy sessions ended with a manual button press, and there were no unintentional interruptions in therapy due to device malfunction. The bipap device delivers positive airway pressure for the treatment of obstructive sleep apnea in spontaneously breathing patients weighing over 30 kg (66 lbs). It is for use in the home or hospital/institutional environment. This device is not labeled for life support. Based on the information available, the manufacturer concludes no further action is necessary.